Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination inside the monitor. The cause of the (B)(4) is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device displayed service code 107.